Event description:
It was reported the patient underwent aortic valve replacement surgery and since then the lead threshold measurements had increased and were high. The lead may have moved during surgery causing the higher thresholds. The device output was increased to allow for safety margin and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.